Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: product received for analysis. A visual inspection was performed to the entire reservoir, no broken or damaged components were identified. As additional the plate was open and close ten times to verify that the locking mechanism was working properly. The inlet ports as well as the anti-reflux valve were inspected to identify any damage or occlusion and were found in good condition. The plate was activated while the inlet ports were open, and it was verified that the duckbill valve was not occluded because the reservoir filled with air. Also, while the plate was open and the exit port closed, the plate was pressed to release the air and it was not possible, that confirmed that the duckbill valve doesn't allow the fluids to go back thru the inlet ports. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. Also, it was verified that no holes, open welding parts or channels were present. The zip tie that holds the plate was inspected and it was oriented correctly to avoid puncturing the bag. The reservoir was activated while the ports were closed with the plugs and the bag did not inflate after 10 minutes. If the reservoir had a leak, it would have inflated and did not happen. Defect reported was not duplicated. Based on the present analysis, it is determined that the reported complaint is not duplicated and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to obtain the device to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and a reservoir was connected to a drain. Suction could not be done properly during use in the ward. Further details are not provided. There were no adverse consequences to the patient.